Event description:
The complainant alleged that the pilot valve was not shifting. The independent repair statement states that this unit is alarming/red light and confirmed that the pilot valve was not shifting and this was the key failure. A ty-wrap was further found to be leaking.